Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed one additional reocclusion within a lifestent complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and procedure. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left superficial femoral artery (sfa) during a (B)(6) study procedure. Approximately 11 months after the index procedure, the patient's left sfa stented area was reportedly reoccluded after the stent fracture occurred 5 months earlier. The patient was admitted after diagnostic testing and complaints of lower leg pain. A femoro-popliteal bypass is planned for (B)(6) 2016. The investigator assessed the event was possibly related to the study device and procedure. The sample was discarded by the user facility and not available for further evaluation. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. These lutonix dcb's were used to treat the stented lesion per the study requirements. No adverse patient effects were reported.